Event description:
Report status: serious injury/medical intervention. Reporting rationale: guide wire separation requiring medical intervention. Device issue: guide wire separation. It was reported that the target lesion was heavily tortuous, had no calcification and was 100% stenosed. During advancement of the bmw universal ii to the lesion, even with torquing, the guide wire did not reach the distal end of the lesion. In trying to avoid the problem, the bmw was pushed and pulled; however, it separated in the guiding catheter, located at approximately 45 cm to the tip. The separated portion was removed from the anatomy by inflating a balloon to hold the separated portion in the guide catheter. No pt injury was reported. No additional event or pt info is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. The core was separated at the proximal end of the hypotube. A small piece of the core remained in the hypotube. There was no other damage noted to the guide wire. The tip was tugged on to confirm that the core and shaping ribbon were intact. This was taken to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has reviewed the case description and the analysis of the returned product. Sem analysis was performed and suggested that the core may have been subjected to fatigue rupture, and ultimately failed due to ductile overload. A guide wire being fatigued and bent would typically require the tip to be over pulled or torqued in order to create the forces necessary for the guide wire to fail. It is possible that the constant pushing and pulling motion eventually exceeded the cores design limits and caused the guide wire separation. The IFU warns to: examine the tip movement under fluoroscopy before moving or torquing the guide wire. Do not add force by torquing a guide wire whose tip is not maneuverable. In addition, during catheter manipulations, ensure that the distal tip is visible under fluoroscopy. Failure to do so may result in : vessel trauma, damage or tip separation of this product, and also damage of the device used with this product. In case of guide wire separation if the guide wire remains in the body, it may need to be extracted with a snare device or by a major surgical procedure. Based on the case description, the cause of the torque transmission difficulties appear to be related to the reported heavy tortuosity and 100% stenosis of the lesion. The removal of foreign body in this case was reported to occur as a result of the separation. The IFU states that the guide wire separation is a known adverse effect of using the guide wire which may require additional intervention as seen in this case. To ensure core separation at the hypotube junction does not occur as a result of a product deficiency, a hypotube junction pull test is performed on each guide wire. Additionally, a 100% visual inspection is performed to ensure there are no burrs, cuts, or tears at the location. A review of the lot history record was performed and indicates that this lot met all the mfg requirements. Additionally, there was no scrap at the hypotube pull test operation. Overall, based on the case description and analysis of the returned guide wire, the separation appears to be due to case circumstances. It was reported that the wire separated after becoming entangled with other wires. The IFU warns against using multiple guide wires which can cause entanglement and cause guide wire separation. The cause for the separation and removal of the separation was concluded to be the result of case circumstances. Based on this conclusion, there is no indication of a product deficiency. Because the incident appears to be related to the case circumstances, and there is no indication of a product deficiency, no corrective action will be implemented. Product performance engineering will monitor the incident circumstances. A hypotube junction pull test is performed on each guide wire. Additionally, a 100% visual inspection is performed to ensure there are no burrs, cuts, or tears at the location. This MDR is considered closed by the product performance group.